Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was returned and evaluated. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. Attempts to retrieve data from the pod were unsuccessful. The batteries were found to be depleted. No visual abnormalities were found with the batteries. The reason for the low batteries could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. It was reported the pod was leaking insulin. Additionally, the site appeared red and irritated. As treatment, the pod was removed and a new pod was successfully applied.